Manufacturer narrative:
Technical support instructed the account to inspect the CPR handle to see if it was sticking, replace the head down and CPR valve is necessary. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Information received indicates the head section was drifting on this bed.